Event description:
The customer reported that the tip of the medication line broke off in the flolink device when the beside nurse was attempting to flush the line. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The device is available for evaluation; however, baxter has not yet received the device. Upon completion of the evaluation, a follow-up report will be submitted to provide the results. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery. The omnilink was advanced to the lesion and thought to be deployed; however, when the device was removed, the stent was found dislodged in the tuohy borst valve. A new omnilink was deployed successfully to complete the procedure. The patient outcome was good. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
Evaluation summary:the reported condition of the tip broke off into cap was confirmed. During visual inspection, an unknown broken piece inserted into the gland was observed. The root cause for the reported condition could not be identified. (B)(4).